Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. The customer was sent a replacement however she has disposed of the old pump therefore unable to investigate the case further.

Event description:
Customer reported on (B)(6) 2024 from the us that the elvie pump has caused her mastitis and she was prescribed antibiotics.